Event description:
It was reported that there were corrosive changed noted while replaced the extension. The changes made the surgical procedure much more dangerous. Additional information received reported that the patient's tissue adhered to the silicone of the extension. The physician had never experienced this before and did not consider it normal. The doctor pulled the extension out from the implantable neurostimulator (ins) pocket as he normally would. While pulling he noticed that the tissue had bound to the extension and the extension broke during the procedure. The lead-extension connector end (setscrew end) broke/separated from the rest of the extension after pulling it a short distance beyond the lead-extension connection incision site. The doctor was able to remove the broken part, but had not seen this before. The patient recovered without any problems.